Event description:
It was reported that a non-preloaded intraocular lens (IOL) was explanted from the patient's operative eye, due to visual disturbances following implantation. The lens was replaced with the same model and diopter. The surgical incision was enlarged during the explantation procedure. The patient outcome is unknown. No additional surgical interventions such as vitrectomy or sutures were reported. No further information was provided.

Manufacturer narrative:
Section A4, A5 and A6: Unknown, information was not provided.Section B3: Date of Event: Unknown, not provided, but the best estimate date is between Apr 6, 2026 & Jun 15, 2026.Section H3: The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental MedWatch will be filed. Section H6: Health Effect - Impact Code: 4625 - Additional Surgery (Incision enlarged). Section H6- Health Effect - Clinical Code 4581 - No Code Available (Incision enlarged). Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to Johnson & Johnson Surgical Vision, Inc. has been submitted.